Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿sparks¿ present in complaint. The homefill unit and a conserver were returned for evaluation, however subsequent testing could not verify the complaint of the unit sparking. The issue was not able to be duplicated. The homefill unit was started and the conserver bottle was attached. The conserver bottle would not fill due to a leak at the coupler. During the fill process, no sparking or any other abnormalities were observed. The homefill unit was retested with a known good conserver for five fills. The homefill unit performed to specification, filling the conserver each time with no sparking or any other abnormality observed. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer's sister alleges when the tank was filling, she saw sparks. No injury is alleged.